Event description:
The facility representative reported a colleague infusion pump with a "speaker failure." The reported condition occurred during patient infusion, however, there was no interruption of therapy to the patient. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
Evaluation summary: the reported condition of speaker failure was confirmed during product evaluation. Inspection of the device revealed that the reported condition of speaker failure was due to a defective speaker harness. To fix the reported condition the speaker harness was replaced. The device was tested per procedure, and returned within specification.